Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during an unknown procedure, the clip does not grasp and were released. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clips grasp on tissue then fall off or did unformed clips fall from jaws of device? What was shape of clips? Were any clips lost in patient or were all loose clips retrieved? Was there any change to procedure or post-op patient care? Which attempted firing of the device did this event occur on? What type of procedure was being performed? What structure was being fired on? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident?